Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a customer complained in relation to a fault with a centrimag blood pump. The pump would not seat correctly within the motor drive; it was tried on multiple drives by the end user and was also tested upon return to the distributor with the same issue being observed. The pump had not been used clinically and was not on a patient at the time the issue was noticed.